Event description:
On june 18, 2020, fujifilm healthcare americas corporation (formerly hitachi medical systems america, inc.) Received a complaint regarding the cv41 ultrasound probe. The site reported a failed biopsy procedure. The c41v is a convex array electronic scanning probe, designed to use with a hitachi ultrasound scanner. During the reported event, a noblus ultrasound system was being used with the probe, along with a 18g - 20cm needle with a re-usable needle guide. The physician's assistant conducted the prostate biopsy procedure and then contacted hitachi to report a failed procedure; no prostate tissue was collected during the procedure. The procedure was conducted on (B)(6) 2020. The patient is doing well. A second biopsy procedure was scheduled for the patient. There is no death or serious injury associated with event. During a retrospective review, it was discovered that the manufacturer had assessed this event as ae leading to serious injury, therefore an importer's MDR is being submitted.